Manufacturer narrative:
(B)(4). Covidien customer support engineer inspected the device and replaced the universal serial bus (usb) and upgraded the software to the latest revision. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator screen went blank and stopped working without any reported patient harm. There is no report of serious injury or death associated with this event.